Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. At the time of closure, there has been no sample returned for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reported via medwatch ¿single lumen (peripherally inserted central catheter) line broken off from the base of catheter.¿